Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, after firing several times, the tubing from around the distal end broke off and fell inside the patient's anatomy. The broken piece was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr stated the he was informed about fragment falling inside the patient the day after the procedure. The csr was not in attendance of the case. The rubber part of the stapler was retrieved and there was no harm to the patient. The case was delayed for about 30 mins. The surgeon had admitted to trying to remove the instrument from the cannula while the wrist was bent. This caused the rubber sheath to tear and resulted in the fragment falling inside the patient. The fragment was removed during the same procedure without requirement of any additional medical intervention. The csr also confirmed that the surgeon explained that the tissue was slipping out from the jaws during stapling attempts.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate the reported event. The instrument was placed on a testing system. There were no initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed on two attempts. Staple formation on each fire was proper. The instrument's wrist cover was found torn at several locations. Material, approximately 0.35" x 0.26" was missing from the wrist cover and not returned by the customer. Failure analysis found the primary failure of wrist cover- torn to be related to the customer's second reported complaint. This failure is typically associated with mishandling/misuse. Review of logs showed that this instrument fired 8 times. There were 8 successful fires with 8 successful unclamps. There were 10 total installations. 5 firings were completed with no pauses for compression, and 3 firings were completed with 1 pause. No significant stapler related errors were observed. .